Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during preparation for use the device was found not working. When plugged into the machine the forceps would not work. According to the reporter, 1 out 4 forceps in the pack had the issue. The user used similar device and the intended procedure was able to be completed. No known patient harm or injury reported due to the event. No user injury reported.